Manufacturer narrative:
According to the customer, the walker is "digging in her back" which "affected" her "spine" causing "pain in her back" and "triggers seizures". There was no contact information provided in the report that medline received from the agency to follow up with the customer therefore no additional information is available to be obtained. It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the walker is "digging in her back" which "affected" her "spine" causing "pain in her back" and "triggers seizures".